Event description:
It was reported that during a rotational atherectomy procedure, a vessel dissection occurred. The lesion location and characteristics are unk. In a heavily calcified lesion, the rotablator burr stalled in the lesion. The burr was withdrawn and a vessel dissection occurred. The dissection ballooned and stented with unspecified devices. The pt's condition is reported as "fine". Further info was requested but was not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.